Event description:
It was reported that during a da vinci-assisted gastric bypass procedure the sureform 60 stapler reload did not deploy all the staples. The site was using buttress material and a green reload at the time of the event. The site inspected the used reload and noticed one of the staples was left in the reload, which did not complete a staple line. The site was advised to return the product to intuitive surgical, inc. (Isi) for analysis. The surgeon was able to complete a successful staple line after this issue was identified. There was no report of patient injury. Isi completed follow-up and obtained the following information: the customer confirmed that the sureform 60 stapler and the reload are being processed for return to isi. No further information was available regarding the reported event. Patient-related information was requested, but was unavailable.

Manufacturer narrative:
The sureform 60 green reload involved in this event has been requested to be returned for analysis. However, the product has not yet been received. Therefore the root cause of the reported failure has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is obtained. A review of the site's complaint history does not show any other complaints related to this product. No images or procedure video were provided for review. An instrument log review was performed for the procedure performed on (B)(6) 2021 on system sk3299. The sureform 60 stapler was used for 39 minutes and had five uses remaining after this procedure. Three green reloads were used during the procedure, in addition to four blue reloads. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that a staple remained in the reload cartridge and was not deployed after firing. Staples not being deployed could result in an incomplete staple line and subsequent staple line leak. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler and a total of six reloads (three green and three blue) and performed failure analysis (fa) on all of the returned products. The sureform 60 stapler that was used during the reported complaint was tested and the reported issue of "one line failed to staple" was not replicated. However, the instrument was found to have had a firing failure based on log review. The error that was recorded was "tissue too thick to continue." The error was not replicated during testing. An in-house green reload was installed on the instrument. The instrument was installed on the in-house system, passed initialization, moved intuitively with full range of motion in all directions, and the jaws opened and closed properly. The instrument clamped and fired successfully. A visual inspection was also performed and no damage was observed. The root cause of this failure was found to be not determinable. The green reload of an unknown lot number that was in use during the alleged complaint had been partially fired and was returned with the sureform 60 stapler. Visual inspection of the reload was performed and found no physical damage to the cartridge. The cover was removed and there was no damage found to any pushers or staples, and the reload blade had no damage. Additionally, fa replicated/confirmed the reported issue that the reload encountered a stapling issue when used during the procedure as it was partially fired. Fa identified there were undeployed staples on the stapler reload. This green sureform 60 reload associated with this event was also reviewed by an isi failure analysis engineer (fae). The following additional information was provided: the fae noted visual inspection of the reload confirmed that firing progress stopped roughly halfway along the length of the reload. The fired section of the reload does not have any undeployed pushers and the blade edge and shuttle did not exhibit any damage. The internal cartridge groove for the knife base was found intact and the fae was unable to determine root cause of the firing failure by inspecting the reload. Two additional green reloads (unknown lot number) were also returned with the sureform 60 stapler. The reloads had been used, and there was no reported complaint for these products. Visual inspection of the reloads found no physical damage to either of the cartridges. The covers were removed, and the blade was inspected on each. No damage was found to the blades. All the pushers were deployed, and no staples were found. The blades were at the distal end and were not exposed. The three blue reloads that were returned had been used, and there was no reported complaint for any of them. Visual inspection of the 1st blue reload found no physical damage to the cartridge. The cover was removed, and the blade was inspected. All the pushers were deployed, no staples were found. The blade was at the distal end and was not exposed. Additional observation(s) not reported by site: the reload blade was found to have mechanical indentation damage. No material was missing. The root cause of the blade damage is attributed to mishandling/misuse. Visual inspection of the 2nd blue reload found no physical damage to the cartridge. The cover was removed, and the blade was inspected. Blade damage was noted. All the pushers were deployed, no staples were found. The blade was at the distal end and was not exposed. Additional observation(s) not reported by site: the reload blade was found to have mechanical indentation damage. No material was missing. The root cause of the blade damage was attributed to mishandling/misuse. Visual inspection of the third blue reload found no physical damage to the cartridge. The cover was removed, and the blade was inspected. No damage was found to the blade. All the pushers were deployed, no staples were found. The blade was at the distal end and was not exposed.

Event description:
Refer to h10/h11 for follow-up information.